Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: precautions: juvéderm volbella® xc injectable gel is packaged for single-patient use. Do not resterilize. Do not use if package is opened or damaged. Juvéderm volbella® xc injectable gel is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product. Failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Instructions for use: inject juvéderm volbella® xc by applying slow and even pressure on the plunger rod. It is important that the injection be stopped before the needle is pulled out of the skin to prevent material from leaking out or being placed too superficially in the skin. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle. How supplied: juvéderm volbella® xc injectable gel is supplied in individual treatment syringes with 30-g needles for single-patient use and ready for injection (implantation). The volume in each syringe is as stated on the syringe label and on the carton. The contents of the syringe are sterile and non-pyrogenic. Do not resterilize. Do not use if package is opened or damaged.

Event description:
Healthcare professional reported that during injection, one syringe of juvéderm volbella® xc "cracked just below the needle" and the product "was coming out of the sides." Patient contact was made. No injury occurred.

Event description:
Healthcare professional reported that during injection, one syringe of juvederm volbella xc "cracked just below the needle" and the product "was coming out of the sides." Patient contact was made. No injury occurred.

Manufacturer narrative:
Visual analysis of the device indicate a crack is observed at the 3 mm luer lock level.